Event description:
On (B)(6) 2008, a customer reported a sample misidentification when using the coulter lh 750 hematology analyzer. A sample barcode was misread. The sample identification number (B)(6) was read as (B)(6). The error was identified by the operator when the pt's name did not match the sample identification. No erroneous results were reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer on (B)(6) 2008.

Manufacturer narrative:
Check sum digit feature of the coulter lh 750 hematology analyzer was disabled. The customer barcode symbology was code 39. Barcode labels were requested but not provided. The field svc engineer (fse) evaluated the analyzer and performed the bar code tests with all barcodes reading correctly. The fse reprinted the two barcodes associated with the misidentification, using three different printers. Performed the barcode test on these barcodes, and all read correctly. The fse compared the reprinted barcodes against the original barcodes. The fse determined the original barcode for (B)(6) was not clear and resembled the original barcode for (B)(6). The root cause is that the checksum digit feature of the coulter lh 750 hematology analyzer was disabled. The poor quality of the printed barcode labels contributed to the problem. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer on (B)(6) 2008. This MDR is related to the following MDR that has been reported: MDR 1061932-2011-00459.